Event description:
It was reported that this right ventricular lead exhibited a gradual increase in the shock impedance measurements, however, within normal limits. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the shock impedance measurements reached out of range numbers, it was decided to surgically abandon and replace this lead. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: device codes h6: impact codes.